Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 49, 79 and 99 mg/dl. She did not have any symptoms. Reporter stated that when testing, the confirmation dot was blotchy, not completely blue. On follow-up, the reporter did a control solution test using new test strips, with a result of 128 mg/dl, in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8